Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate erratic readings on their one touch ultralink meter. The patient mentioned that the alleged issue began on (B)(6) 2011 at around 1:39pm. The patient had tested and obtained a 151 mg/dl, 141, 136 and 105 mg/dl. Readings were taken less than 20 minutes from one another. An hour after testing the patient developed symptoms of feeling shaky. The patient tested on an accucheck meter; however, does not recall the reading. The patient self-treated with food/drink and did not seek any further medical attention or contact their physician for assistance. A quality control test was not done since the patient did not have any control solution. The complaint is being reported since the patient mentioned that due to the alleged high readings, he later developed symptoms suggestive of a serious injury and had to self-treat with food/drink.